Event description:
It was reported that the camera heads e226 and e216 experienced scope communication error codes. The issue occurred during setup and inspection for use (i.e., during room setup, before the patient was present). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable watertight failure. Based on the results of the investigation, a root cause for the e226 and e216 (scope communication error code) errors could not be identified, and the most probable cause of the cable watertight failure was traced to watertight failure due to damage to the auxiliary murtons. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.